Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also developed breast mass, and experienced burning sensation, and local reaction. Also, implants have not been explanted yet. Health impact clinical codes breast mass, local reaction, and paresthesia have been added to field h6 on this form. This supplemental report is for patient's right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 800cc mentor smooth round moderate plus profile. It was reported that the implants were bottoming out, and the implant move around like water balloons. The implants can be moved around by touch. The physician around (B)(6) 2019 stated that the mesh by the implant is not working anymore. As a result, the surgeon performed some type of surgical correction on (B)(6) 2019, and reused the same implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 5, 2024, mentor became aware that the date of surgery was (B)(6) 2024. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - updated UDI number has been added to field d4. - fields d6b for explantation date have been updated to (B)(6) 2024. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right breast mass, paresthesia, wrinkling, and local reaction. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, mentor became aware that patient is experiencing bilateral pain as the patient can feel the valve of the implant. Hence, patient code has been added. This report is for patient's right side device. Manufacturer¿s reference number: (B)(4).